Manufacturer narrative:
Following our receipt of one unit and performed visual inspection, the unit placed under microscope and found physical damage to the cow catcher and all the connector pins, unable to continue with functional testing due to transmitter being damaged. In summary, the customer complaint of unexpected sensor alarms and loss communication anomalies could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a change sensor alert. The customer reports an unexpected reinitialization with several sensors. The customer requested to run tester procedure for the transmitter. The customer stated the radio frequency icon not turned green. The customer reported no adverse event. The event involved product(s) mmt-7040ma, and mmt-7841zn. Troubleshooting was partially performed for the change sensor alert. Troubleshooting was performed for the unexpected reinitialization, and the customer run the tester procedure. Troubleshooting was performed for the tester procedure for transmitter led light blinked when the transmitter was connected to tester but the transmitter did not communicate after running tester procedure twice. No harm requiring medical intervention was reported. No product return is required for mmt-7040ma, and mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.